Manufacturer narrative:
Product event summary: received was a tangle of coil wire from a guide wire. Tangle of coil wire is likely from the complaint wire. The section of coil wire received has no tip attached. This portion of wire is consistent with the reported event. ¿a small thin part of wire that was extracted out of the lead.¿ this is all that was received for analysis.

Event description:
After left ventricular lead implantation , the guidewire was fixed in the lead. After some rotation and heavy pulling, a part of the guidewire came out of the lead. After that a small thin part of the guidewire stayed in the lead. It was extracted out of the lead. After x ray, a small part of the guidewire stayed deep in the vessel next to the lead. It was not possible to extract that small part of the wire. It was not possible to get it out of the patient. No additional patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).